Manufacturer narrative:
The customer reported an increase in significant pressure injuries (stage 4) and requested an inspection of their beds. During follow-up, the customer clarified the patients affected were 3, and provided the serial numbers of the beds associated with these injuries. Each patient and respective bed involved will be evaluated individually. This evaluation is for bed with sn (B)(6) and patient-3, a 85 year-old male who was admitted on (B)(6) 2023 and developed a stage 3 pressure injury to the sacrum and stage 1 pressure injury on the right and left heel. The customer noted that the first report of a pressure injury was recorded the day after the patient's admission. Details of the patient's medical history and reason for admission were not provided, however, it was noted that the patient had been intubated, ventilated and sedated. The customer also confirmed the patient is being continuously repositioned following the hospital's protocol, and that the wound is currently being treated with mepilex(foam) dressing application and effleurage. Further medical and/or surgical intervention were not reported. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A stage 1 pressure injury is categorized as intact skin with non-blanchable redness of a localized area that may be painful, however, has no breaks or tears. A stage 3 pressure injury involves full thickness skin and tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. If the damage is extensive, surgery could be required. An inspection performed by a hillrom technician noted that there was no malfunction with the device. The technician performed pressure measurements with and without load and the bed functioned as designed. In this event, the customer confirmed there has been no major medical and/or surgical intervention required to date and there was no device malfunction identified, therefore, it is unlikely that the device caused or contributed, and the cause of the pressure injuries is undetermined at this time. However, a stage 3 pressure injury meets the definition of a serious injury as it involves full-thickness skin and/or tissue loss and will likely require medical and or surgical intervention to preclude permanent impairment to body function or permanent damage to body structure.

Event description:
The customer reported an increase in significant pressure injuries (stage 4) and requested an inspection of their beds. During follow-up, the customer clarified the patients affected were 3, and provided the serial numbers of the beds associated with these injuries. Each patient and respective bed involved will be evaluated individually. This report was filed in our complaint handling system as complaint #(B)(4).